Event description:
It was reported that during a turbt case on (B)(6) 2024, the device did not work and the surgeon could not cauterize the tissue. They also smell smoke out of the device, however there they did not see any smoke nor the device got hot. They had to bring in a back-up tower to complete the procedure. No patient injury was reported. However, it caused a delay to the case of about 30 minutes.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4) .